Event description:
The customer states that one patient sample generated an initial architect c8000 magnesium assay result of 6.8 meq/l. The sample retested at 2.3 meq/l. No suspect results were reported from the lab. Upon troubleshooting, the customer found that the probe link tubing to the reagent 1 probe had become disconnected. The customer reseated the tubing and recalibrated the magnesium assay. Subsequent instrument operation and test results were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.